Event description:
Allergan's device analysis lab received an explanted device with no info. Follow-up with the health professional noted the reason for explant was due to a "leaking system". Physician added that the alleged leak was "identified in the subcutaneous port between the metal and silicone."

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. No additional info has been reported to allergan regarding the serial number or model number. Analysis noted observation of needle induced seal damage to access port with evidence of deterioration and missing material. The band tubing was broken with striations consistent with a surgical end cut to remove the device. Device labeling addresses the possible outcome of leakage as follows: "when adjusting band volume, take care to ensure the radiographic screen is perpendicular to the needle shaft (the needle will appear as a dot on the screen). This will facilitate adjustment of needle position as needed while moving through the tissue to the port." "When adjusting band volume once the septum is punctured, do not tilt or rock the needle, as this may cause fluid leakage or damage to the septum."